Manufacturer narrative:
Data and information provided by the customer aligns with the complaint issue. Review of tracking and trending data for the architect magnesium assay did not identify an increase in complaints related to the issue under review. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Troubleshooting was performed by rerunning the sample with the same lot of reagent. The rerun generated results within expected limits. Quality controls were within range at the time of the incident. Assay field performance data was reviewed for this lot and indicates that the product is performing acceptably in the field. Review of product labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency of the architect magnesium assay was identified.

Event description:
The customer observed a falsely elevated magnesium on the architect c16000 processing module for one patient. The following results were provided (reference range 0.71 to 0.94 mmol/l): on (B)(6) 2025, sid (B)(6), initial magnesium result (c1600998)= 3.98 mmol/l; repeat result (c1600998)= 0.62 mmol/l; repeat result (c1600998)= 0.62 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium on the architect c16000 processing module for one patient. The following results were provided (reference range 0.71 to 0.94 mmol/l): on (B)(6) 2025, sid: (B)(6), initial magnesium result (c1600998)= 3.98 mmol/l; repeat result (c1600998)= 0.62 mmol/l; repeat result (c1600998)= 0.62 mmol/l. There was no impact to patient management reported.